Event description:
Following a fall, a pt had lost stimulation sensation at the lead location. The programs being used regarding the issue were "g" and "h". The pt's status was noted as being good. No further info was reported at the time of this report. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).